Event description:
This complaint originated as a result of baxter product surveillance receiving a voicemail from baxter corporate mailbox stating a customer had a dialyzer that had a blood leak. The customer reported a dialyzer that had a blood leak at another clinic. The customer stated it was a baxter dialyzer (B)(4), lot 8g16e. It was unknown where the blood leak was from. The blood leak was discovered by a blood leak alarm and a pressure alarm on the machine and then the facility tested the dialyzer. The blood leak was confirmed by a hemastix test. No other types of strips were used. The test strips were used by fluid poured into the cap and tested. The customer could not estimate blood loss to the patient because the dialyzer was still full of blood. They did not return the blood to the patient. There was no patient injury, medical intervention or hospitalization as a result of this incident. The patient resumed therapy with a new dialyzer. This is a reusable dialyzer and this incident is the eighth reuse of this dialyzer. The dialyzer was preprocessed beforehand but not afterwards. The facility uses an automated renatron machine. The incoming static was 38 and dynamic water pressure was 30. The chemical agent used was renalyn. The customer stated she thought the dialyzer passed the leak test prior to patient use because they started treatment. The dialyzer was pre-rinsed before placing on the reuse device. The average reuse number with these dialyzers was about 14. The customer still has the dialyzer. Product surveillance spoke to the re-use technician and obtained the following additional information. The blood leak occurred at the onset of treatment, less than 1 minute after starting the treatment. The customer was unsure if the pressure alarm was "arterial, venous or transmembrane pressure." The estimated blood loss to the patient was 200-250ml. This occurred with a fresenius 2008k hemodialysis machine. A sample return kit will be sent to the customer.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. Disinfection procedure was performed but all the blood was unable to be removed from the dialyzer. A visual inspection was performed and no other obvious defects were found. There was blood clots in the venous header and blood still left in the dialyzer. The reported problem could not be confirmed and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(6).